Event description:
It was reported that the device showed less than 5 months to elective replacement indicator (eri), when the patient was checked at doctor's office. The patient came back to the office to get an echocardiogram test done a few weeks later, the patient's heart rate was in 30s. The device nurse tried to interrogate the device, the device had no response. It was noted there was a possible early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: unknown competitor implantable pacing lead, implanted: (B)(6) 2001; icf09b45 implantable pacing lead, implanted: (B)(6) 2001. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.